Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they tried to charge their device on (B)(6) 2015 and it wouldn't do anything. The device was in overdischarge. They usually charged their device every 2 or 3 days but they waited until the battery got low and when they went to charge they saw a power on reset message. The patient met with a manufacturer representative on the day of the report and they reset the device with a physician mode recharge. The patient went home to continue charging and then saw a power on reset (por) code on their device. It was a warning por. The therapy had stopped due to the por. The patient had been charging their device and they went to turn the stimulation back on and saw the por message. The por was related to the device being in overdischarge. After the por was cleared the device started charging but the stimulator wouldn't turn on. The manufacturer representative ran a test on the device and it showed #3 and #7 weren't working so they bypassed them and the stimulator was working at the time of the report. The patient was indicated for spinal pain.